Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a flexible ureteroscopy procedure. According to the complainant, the basket would not open after the 3rd or 4th pass. There were no stones present in the basket when it would not open. The procedure was successfully completed using a second zero tip nitinol basket. There were no patient complications.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a flexible ureteroscopy procedure. According to the complainant, the basket would not open after the 3rd or 4th pass. There were no stones present in the basket when it would not open. The procedure was successfully completed using a second zero tip nitinol basket. There were no patient complications.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in an unknown procedure. According to the complainant there was a problem opening and closing the basket. The procedure was successfully completed using a second zero tip basket. There were no patient complications. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Follow up information received on (B)(6) 2010 provided additional event details. The basket would not open after the 3rd or 4th pass. There were no stones entrapped in the basket. The event occurred on (B)(6) 2010. Analysis of the returned zero tip nitinol retrieval basket revealed that the device would not open. Based on the analysis, it was determined that the device had been subjected to significant forces during the procedure. There were bends and kinks along the working length and drive wire, which would not allow the drive wire to move freely. Bends and kinks are the most likely cause for the basket not to open. Therefore, the most probable root cause for this event is determined to be operational context. The original event was considered MDR reportable based on ambiguity, but with the additional information received, the event is no longer considered MDR reportable.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.